Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2015 for high blood glucose. Customer's blood glucose was over 800 mg/dl at the time of admission. Customer reported feeling ill prior to being hospitalized. It was also found the customer had a heart attack, leading to the hospitalization. Customer stated a stent was put in their heart and they were hospitalized for 10 days as a result. It was also found the customer had a kink in the cannula and the customer did not receive insulin prior to their hospitalization. The customer declined to return the insulin pump for analysis.